Event description:
The distributor reported to heartsine in jan 2006 that they had received word from a sub-distributor that in 2005, a samaritan pad with pad-pak lot had been used in an atempted rescue on a ski slope. It was reported that the pad device was applied to the patient and advised a shock twice, and that in each case the attending user pressed the shock button but the pad did not deliver a shock. The report states that the pad may have subsequently advised to check the electroded. The reporte states that upon arrival of first aid policeman, they substituted a different defibrillator. The patient was reported to have died. The distributor forwarded the pad device and the used electrodes to heartsine for evaluation. Specifics about the patient (age, sex, etc) were not provide.